Manufacturer narrative:
The device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2022, this patient underwent 2 debranching tevar for an arch aorta aneurysm using gore® tag® conformable thoracic stent graft with active control system. Reportedly, because of thrombus, no ballooning was performed after the device was deployed. No endoleak was observed on the final intra-operative angiography, and the procedure was completed. On (B)(6) 2022, a distal type I endoleak was observed on the computed tomography (CT) imaging. On (B)(6) 2022, reintervention was performed. Ballooning was performed and the endoleak was resolved. The patient tolerated the procedure. The physician reported that the device (37 mm) was placed in a 25 mm vessel diameter at the distal side, which might have left a wrinkle and caused an endoleak.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation.